Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 1. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and had the hp disconnect and remove the cassette. The tsr advised the hp to inform their nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the customer, it was stated they are ok and has continued on with their therapy. She confirmed that she did not know what caused the alarm; she did not notice any damage/leaks and she had not disconnected.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed, and the root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.